Event description:
Reportable malfunction: on september 10, 1998, novo nordisk a/s rec'd a novopen 3 from sweden with the complaint that the pen pulls apart in the middle when injecting and no insulin comes out. No adverse event was reported in connection with this complaint. The novopen 3 was rec'd mounted with a 3 ml cartridge of actrapid penfill, which contained approximately 30 iu and there was a small gap in the middle. Result and conclusion of MFR's investigation - it was difficult to perform the air shot as the novopen 3 separated when injection was attempted. On september 21, 1998 novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on september 21, 1998.